Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth sites #6 and #12 lost integration due to peri-implantitis at the implant sites and were removed. At time of second stage noted bone loss on buccal #6 and purulence with bone loss #12. Needed to be explanted. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, removal and another implant placement. Symptoms as a result of the event: none.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report d6a: implant date unknown / not provided g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative h11: corrected data h3 other text : summary investigation.